Event description:
Additional information received as the lens explanted and replaced with the company lens.

Manufacturer narrative:
Qualified associated products were indicated. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens 17.0 diopter lens was exchanged for a company lens 17.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient experienced glare from potential glistenings. Additional information received and stated that, patient reported cloudy vision in the right eye. Iol glistenings; capsule appears clear. The surgeon states contributory cause was product related. Surgery was done in (B)(6) 2022, excellent surgical result was reported initially. Iol glistening¿s, significant enough to cause a marked decrease in quality of vision. The patient's issues was not resolved. The surgeon¿s prognosis includes pending for iol exchange.